Event description:
The customer stated he was hospitalized for high blood glucose levels. The blood glucose level was not reported. Troubleshooting revealed that the insulin pump was programmed correctly. The insulin pump had a no delivery alarm in the alarm history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.